Event description:
It was reported a merlin transmission revealed that the patient received inappropriate shock and antitachycardia pacing therapy for supraventricular tachycardia due to atrioventricular interval delta. Programming changes were recommended. No further information is available.